Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on 0001822565-2019-02594. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02594, 0001822565 - 2019 - 04795. Product location is unknown.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision of the polyethylene bearing due to unknown reasons. No additional patient consequences were reported.